Manufacturer narrative:
The returned subject device was evaluated. The syringe and stopcock and biopsy adapter valve were both not returned. The stylet and stylet wire were returned. The distal hypo tube is present. The device was returned with a tag that confirmed the lot number. The device was returned to olympus with the needle tucked into a slot of the device so the needle/sheath would not move during shipping. This may have inadvertently caused the sheath to be bent. It was observed that the sheath was bent right at the base of the proximal end. There is no confirmation of whether this happened prior to use, while handling the product, or in shipping. The handle lock is able to move into all locations and lock in place as intended. The sheath adjuster screw rotates and locks into all locations. The connecting slide is able to slide back and forth. When fully advancing the needle, there was some minor resistance. This may have been a result of the kink at the base of the sheath. The needle was able to protrude approximately 1.4375 inches. The needle tip is sharp and without physical damage. In an attempt to retract the needle, the handle was unable to do so. The needle was able to be manually protruding and retracting by hand. The handle had no control over the retracting of the needle. This likely confirms the complaint of no retraction. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Review for this lot number found no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. The observed failure is a known phenomenon resulting from forcing the device through resistance or possible mishandling. On page 13 of the device IFU (instruction for use) it states: do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. Olympus will continue to monitor complaints for this device.

Event description:
As reported, during preparation for use, the user could not retract the needle to put it down the scope. They did not use the needle for the procedure. There was no patient harm or injury reported due to the event. No user injury was reported. Device return evaluation found the device sheath was bent right at the base of the proximal end and the handle had no control over retracting of the needle. This report is being submitted for the bent, kink sheath.

Manufacturer narrative:
This report is being supplemented to provide information based on customer response and updates. The following sections were updated: b5, e1, e2, e3,g3, g6, h2 and h10.

Event description:
Customer updates on the event/problem reported. The issue occurred during preparation for a bronchoscopy/ebus procedure and the needle was extended and could not be retracted. Intended procedure was completed after opening a new needle. Patient was not harmed, the malfunction found before insertion and use. No further information provided.